Event description:
It was reported the patient received two inappropriate shocks from the right ventricular (rv) lead. The patient had pain due to the inappropriate shocks. The rv lead was expected to be replaced. No further patient complication have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.